Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, the attempted annuloplasty repair had failed, but no specific failure mechanism was reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this ring was explanted and replaced with a bioprosthetic valve. It was reported that the attempted annuloplasty repair had failed, but no specific failure mechanism was reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.